Event description:
A 2.5mm diameter x 14 mm length micro driver rx coronary stent delivery system was inserted into a pt for the treatment of a tortuous diagonal branch. The pt had a complex anatomy. The pt had a previously implanted stent in the left main trunk. The physician attempted to push the stent through the left main trunk and proximal lad. The stent was unable to cross the lesion. Upon removal of the delivery system it was noted that the stent was not on the delivery balloon. By a stent boost and fluoroscopy analysis it was noted that the un-deployed stent was in the left main trunk. The un-deployed stent was retrieved. The pt is stable. Please note that this device is distributed outside the united states.

Manufacturer narrative:
Secondary intervention: eval: results: inherent risk of procedure (stent dislodgement). Pt's condition affected effectiveness of device (tortuous anatomy). Conclusions: device failure/lack of effectiveness related to pt condition (tortuous anatomy).